Event description:
The customer reported the vertical lift would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and the lift column assembly. System operates as intended.